Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that a month ago the patient noticed when she pushed against her right side sacral area s2, s3 or lean against a counter or wall she felt the voltage increase inside of her. The implantable neurostimulator (ins) was on the left side and it was like going from 1.5v to 2.0v. There was no fall or trauma. Two weeks ago she had a stomach bug with diarrhea and cramping. It was noted that therapy was helping a lot. The patient mentioned she had a myelogram of her back. The patient later reported that she was currently at the doctor's office and wanted to get a manufacturing representative (rep) there. Someone at the office paged a rep.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va130qx, implanted: (B)(6) 2016, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Additional information received from the health care provider (hcp) reported that the patient visited their hcp¿s office on (B)(6) 2016 for issues with their sacral nerve stimulator (sns). The battery in the handheld device was low, but otherwise the patient had good continence. The patient had some pain on the right side where the lead was currently in place. The patient had a history of anal cancer with radiation and had some blood per the rectum. Inspection of the radiation skin changes with some bleeding. Digital was resting normal and squeezing normal. Anoscopy was all normal and the left anterior scar was visible with no recurrence. All scars from the sns were normal and there were no signs of infection. The patient had pain at the lead insertion site and no abnormalities were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.